Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for high out of range shock impedance measurements on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The patient was brought into the physician's office where high out of range impedances were observed when programmed in triad configuration. When the vector was programmed rv to can the impedance was within range at 79 to 80 ohms, thus it was reprogrammed. A loose setscrew was the suspected cause. The patient was brought in for non-invasive programmed stimulation (non-invasive programmed stimulation (nips) testing where when tested in single coil configuration, the shock impedance measurement was within range. The device was left programmed in a single coil configuration. No additional adverse patient effects were reported.